Event description:
Coopervision received an email on (B)(6) 2015; the customer alleges that the proclear multifocal lens tore in the eye causing the cornea to tear. The customer complained of pain. Good faith effort has been made to obtain additional information; no additional information has been received to date. The lenses have not been returned. Coopervision is reporting this event in abundance of caution.

Manufacturer narrative:
The contact lens was not returned for inspection. The complaint is unconfirmed. The association between coopervision lenses and the incident is uncomfirmed. Not returned to manufacturer.

Manufacturer narrative:
Not returned to manufacturer.

Event description:
This is a supplement report due to additional information received on 05/26/2015. The exam notes relates a (B)(6), female patient who was diagnosed with a corneal abrasion left eye, and superficial punctate keratitis left eye. There was a temporary decrease in vision of the left eye, a bandage contact lens was applied by the ecp, to aid healing of the corneal epithelium. The follow up visit 2 days later noted, that all symptoms and signs were resolved , the bandage contact lens was removed and visual acuity resumed at 20/20. The patient was instructed to resume contact lens wear. There was no permanent injury and no preclusion to prevent permanent injury. This event does not meet the reporting determination for a serious injury.